Manufacturer narrative:
The investigation for the purge leak-pump has been completed. Pump was not returned for investigation. No data logs were returned. As per the clinical information, the leak was observed from inside the plastic covering of the sidearm but no images of the leak were provided. Clinical also mentions of a similar case where similar leak was observed but without the images or product of the complaint pump, the failure cannot be further investigated. Therefore, the root cause of the purge leak issue was not determined since product was not returned and clinical information was not sufficient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient on impella 5.5 support. It was reported that there was a small amount of purge fluid leaking from a location that should not leak. It was suspected that the incident may have been caused by the lot of the pressure reservoir. There was no harm to the patient and the patient remains on support.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The impella device was returned for evaluation. Pump was returned for investigation. The pump side-arm was isolated to reproduce leaking. The sidearm was pressure purged for over 90 minutes but no leaks were visible. The purge filter and reservoir was checked under keyance microscope for any minor leaks but no leak was found. The plastic covering of the sidearm was spotless with no traces of fluid leak. Purge leak was not reproduced. No data logs were returned. As per the clinical information, the leak was observed from inside the plastic covering of the sidearm but no images of the leak were provided. The failure cannot be further investigated without data logs. Therefore, the root cause of the purge leak issue was not determined since purge leak failure could not be reproduced and data logs were not returned. D9 device returned to manufacturer date added.